Event description:
The customer reported that the system had a corrupt software error and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.